Event description:
The tech alleged the brakes are not holding on the foot end of the stretcher. No injury reported.

Manufacturer narrative:
The tech found a bent foot end hex rod. The tech replaced the hex rod to resolve the issue.